Event description:
It was reported that while using the bd phoenix¿ automated microbiology system that there was a normalizer alert. The following information was provided by the initial reporter: customer problem: normalizer replaced unit now giving e23 normalizer panel error. Normalizer replaced unit now giving e23 normalizer panel error.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. E.4initial reporter phone # (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00535 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system that there was a normalizer alert. The following information was provided by the initial reporter: customer problem: normalizer replaced unit now giving e23 normalizer panel error. Normalizer replaced unit now giving e23 normalizer panel error.